Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-mar-2024. The device evaluation was completed on 22-mar-2024. The device was returned to biosense webster for evaluation. Visual inspection and functionality test of the returned device were performed following bwi procedures. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. Then, the catheter was connected to the carto 3 and no magnetic nor force issues were observed. However, temperature value was not displayed due to an open circuit inside the tip. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. The reddish material inside the pebax could be related to the force/magnetic issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the open circuit cannot be determined. The instructions for use contain the following warning stated in the carto 3 system manual: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿error 105¿ and ¿error 106¿. In addition, biosense webster inc. Analysis finding of the ¿hole on the pebax surface with reddish material inside¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit inside the tip¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter let (l-afl) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially it was reported when the qdot micro catheter was inside the patient, error 105 and 106 were displayed. It was not possible to zero the force sensor. Reconnecting the catheter had no effect. Changing the cable to a brand new cable had no effect. Restarting the generator had no effect. Changing the catheter solved the problem. The procedure was completed successfully with no harm to the patient. The procedure was not delayed due to the reported event. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-mar-2024, a hole was observed on the pebax surface with reddish material inside. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 20-mar-2024 and have assessed this returned condition as reportable.